Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. Reporter first & last name: unknown, not provided. Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens was discarded). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the intraocular lens (iol) became bent when the container was set. There was no patient contact as the issue was prior to use. There was no patient injury reported, and the product was discarded. No further information was provided.